Event description:
Heartmate 2 patient was admitted in the hospital setting for unrelated arrhythmia issues. Discharge from hospital was delayed due to pt mobility difficulties with acute on chronic knee pain. Despite some vague complaints of fatigue, lactate dehydrogenase (ldh) unexpectedly and acutely increased from 524 to 4521 within a few days. Pt was immediately transferred to ICU for acute management of left ventricular assist device (lvad) related hemolysis resulting in acute liver injury and acute kidney injury. Pt was stabilized for surgical lvad exchange to heartmate 3.